Event description:
It was reported that the patient stated the system was not suctioning. The representative advised that the kit needs to be replaced, as it is outside the 60 days, and explained the warranty to them, the patient understood. Patient stated they will purchase a new kit next week. The representative advised to give them a call to do an official troubleshooting over the phone. And if the system is still not suctioning then the unit can be replaced under warranty. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used) per follow up information received via email on 16sep2025, auth advised the pw being used is the pw200 sn: (B)(6). Auth advised after emptying the pw the suction is very weak and delayed. The issue has not been resolved.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states, 1. Check that the power cord is plugged into the purewick¿ urine collection system and to an electrical outlet. 2. Ensure the electrical outlet is functioning by plugging in another electrical device. 3. Ensure tubing connections are connected properly. 4. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 5. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 6. Ensure collection canister is sealed with the lid tightly closed. 7. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. If the purewick¿ urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: ¿ cracks. ¿ separated housing. ¿ not suctioning properly or no suction. ¿ damaged power cord. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the system was not suctioning. The representative advised that the kit needs to be replaced, as it is outside the 60 days, and explained the warranty to them, the patient understood. Patient stated they will purchase a new kit next week. The representative advised to give them a call to do an official troubleshooting over the phone. And if the system is still not suctioning then the unit can be replaced under warranty. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).